Event description:
It was reported that a ventilator experienced a blank display. The ventilator was not being used on a patient at the time of the event. There is no report of serious injury or death associated with this event.

Manufacturer narrative:
(B)(4). The covidien customer support engineer (cse) evaluated the ventilator and verified the reported issue. The cse performed the 9.4 graphical user interface (gui) field action. The ventilator passed calibrations, extended self tests (est), short self tests (sst), performance verification tests (pvt), and electrical safety tests.